Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the permanent cautery hook instrument was exposed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a segment of conductor wire is sticking out from the conductor cap at the distal end and is exposed on the outside of the yaw pulley. One area of the wire has damage to the insulation, exposing the bare wire. The conductor cap is not properly seated within the distal clevis as hook moves in yaw. Engineering evaluation also found that the yaw pulley and conductor cap exhibit charring and localized melting around the area where the bare wire is exposed. The bare wire likely created a path for arcing. The distal end of the main tube has various scratch marks with light material removal. Scratches are .070 - .160 in length and not aligned with the tube axis. Engineering concluded that damage to the main tube is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.